Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that at the beginning of a routine hemodialysis treatment, the operator noticed that the saline prime and rinseback bag was filling with yellow tinged fluid. The operator immediately discontinued the treatment and discarded the cartridge which resulted in an estimated 210cc blood loss. The operator reported that she forgot to connect the effluent line to the drain line after priming the cartridge which resulted in effluent fluid filling the saline bag instead of going to waste. No medical intervention was required as a result of the blood loss.

Manufacturer narrative:
The reported blood loss has been attributed to user error. Device labeling includes adequate instructions for making cartridge tubing connections after prime. There is no evidence to suggest that a device malfunction occurred. The event has been reviewed with facility staff who have provided additional training. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.